Manufacturer narrative:
(B)(4).the device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).

Event description:
Baxter (B)(4) reported a flogard infusion pump with an occlusion alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of "occlusion alarm" was confirmed as a downstream occlusion sensor issue. The root cause was due to the downstream occlusion sensor being out of calibration. The downstream occlusion sensor was recalibrated to resolve the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.